Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent please clarify how the "clip would not load properly in jaw after first clip firing. Did device not feed clips? Fed malformed clips. Did device feed clips sideways? Unknown. Did device not fire clips (jammed)? Unknown. Did device fire malformed clips?yes. Did device fire scissored clips?unknown. Did device drop or eject clips? No. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip would not load properly in jaw after first clip firing. Case completed with another device. There were no patient consequences reported.